Event description:
It was reported that the customer tried to prime a 7.0 hls advanced disposable. The fluid would not drop via gravity (customer described it as an airlock). They tried to squeeze the priming bag, opened the luer locks but the prime would not flow. Another set was opened, primed normally and support was initiated. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.